Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported no image display at 00:15 on (B)(6) 2026, during an emergency ectopic pregnancy surgery. After preoperative disinfection and draping with sterile towels, it was discovered that the laparoscope was unusable when preparing for surgery. No negative impact in state of health reported.